Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered 50 units of insulin but was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The customer's blood glucose was 201 mg/dl. After loading a new cartridge and new infusion set tubing, customer filled tubing successfully. The customer was able to resume insulin delivery.